Manufacturer narrative:
Complaint is confirmed. One unpacked ar-3638-1 was received for investigation. Upon evaluation, it was noted that the tip the shaft is broken off. No broken pieces were returned for investigation. The most likely cause of this condition is the excessive force used to pry and/or leverage the device. The cause remains misuse. Refer to investigation photos.

Event description:
It was reported that during an arthroscopic treatment of rotator cone a fracture of the guidewire occurred during anchor insertion. All broken parts were retrieved from the patient. A switch of the surgical technique was required and also a second surgery, which was performed also on the (B)(6) 2023. No further information received. Update avoe 04-apr-2023 further information was provided, that the forked end of the implant fractured in the bone and all broken parts were removed from the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.